Event description:
It was reported that during a hemicolectomy procedure, the wire at the tip of the large suturecut needle driver instrument snapped. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable at the distal idlers were broken. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the edge of the instrument's distal pulley had mechanical indentations/burrs. The surface of the pulley had visible scratches. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.